Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be confirmed. The device was returned with the needle button depressed. The needle mechanism was tested and pass with no issue observed. The complaint about the hyperglycemia event is confirmed. There's an air bubble larger than a rice grain observed in the medicinal vial. In the instruction for use (IFU) guide on page 15 noted "if you see air bubbles larger than a grain of rice, the v-go may not be filled completely. Repeat step 4a to 4f in section 2 (part 2) to ensure a complete fill." This could contribute to a hyperglycemia reading.

Event description:
Patient reported that the needle was out around 5:30 pm today and patient assumes that the needle must have popped out while she was sleeping therefore patient was not getting her full 24 hour treatment. Patient states that normally around 7am, her blood glucose is around 109 but this morning it was 179. Patient also reported that her blood glucose level was at 279 before dinner and has not checked glucose level since then. Patient also stated that her normal glucose level varies but usually is under 100 in the morning and around 150 to 170 during the day. Patient was experiencing aches in her legs and she assumed that it was from her not receiving her insulin dosage.